Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and additional treatments appear to be related to circumstances of the procedure. Xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a lesion with heavy calcification in the ostial circumflex coronary artery. The lesion was prepped using a rotablation and pre-dilated with a non-abbott non-compliant balloon with good results. A 4.0 x 18 mm xience prox was advanced but would not cross; therefore, the device was removed and the non-abbott balloon catheter was re-inserted. The balloon catheter would not cross and was getting stuck with something in the left main coronary artery. Then, xience prox sds was inspected before re-insertion; however, the stent implant was noted to be missing. It was confirmed that the stent implant had dislodged and was in the left main coronary artery. A guide liner was advanced and a 2.5 mm balloon was inserted half way in the dislodged stent and inflated to 2 atmospheres and was able to pull the dislodged stent back into the guide liner. All devices were removed as one unit successfully. Another 4.0 x 18 mm xience pro x was used to complete the procedure with good results. Reportedly, there was a 15 minute delay in the procedure while retrieving the trapped stent; however, it was not clinically significant. No additional information was provided.